Manufacturer narrative:
The device has not been returned as this is a single-use instrument; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that during a mastoid obliteration surgical procedure the bone collector device "was not collecting as much as usual." According to the reporter, the user tried to level the device and hold the device according to labeling instructions. The reporter also stated that the user tried to change the chamber. After applying the changes, the device collected more but still was not collecting as much as usual. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.